Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer (fse) went onsite to evaluate and repair the suspect device. The fse replaced the suspect component and performed calibration on the touch screen. The fse reported the unit is meets manufacturer specifications. At this time, carefusion failure analysis laboratory has not received the suspect component for evaluation. Upon completion of failure analysis investigation, a follow-up report will be included.

Event description:
The customer reported while using the vela ventilator; the screen on the unit was freezing up. The issue occurred during patient use, the customer reported the unit was removed from the patient and was placed on another ventilator. The customer reported no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and the reported event was unable to be confirmed or duplicated. The front panel assembly operated without fault. This issue will be internally investigated within vyaire.